Manufacturer narrative:
Qn#(B)(4). A visual, functional, and dimensional inspection of the physical device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. A visual inspection was made of two photos submitted with the complaint. In photo 1 it can be observed the reduced hose end missing. In photo 2 it can be observed a damage in tubing near to reduced hose end, but the image is not clear. The physical sample is necessary to conduct a proper and thorough investigation. The device history record (DHR) has been reviewed. No issues or discrepancies were found which could potentially relate to this comp laint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information received. If the device sample becomes available at a later date this report will be updated as applicable.

Event description:
Customer complaint alleges the doctor found "leakage, no mist came out". Customer reports the malfunction was detected during use. There was no report of patient injury or consequence. There was no report of necessary medical intervention. The patient condition reported as "fine".